Manufacturer narrative:
The device was evaluated by the returns department which found the switch/button to be defective.

Event description:
Dealer states the alarm is not working.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer states the alarm is not working.